Manufacturer narrative:
Customer service sent a replacement pump to the customer. In follow up with the customer, she detailed the issues that she was having with the pump. She indicated that her obgyn diagnosed clogged ducts and mastitis a total of 4 times since she started using the pump and prescribed dicloxacillin. She says that the pumping seems to be better with the replacement pump. She is not having issues of loss of suction and the strength at each level seems to be just right. She has a lactation consultant she is working with, as well as her obgyn. Her obgyn has referred her to a specialist to determine why she has had so many breast infections. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. The breast pump was returned by the customer for testing/analysis. In summary, the pump performed to its intended function and met performance specifications. Based on the fact that the pump was not out of specification, it cannot be definitively concluded that the pump caused or contributed to the mastitis. We will monitor complaints for similar issues. The pump was visually examined and the following were noted: pump type: pump in style advanced. Pump manufactured on: 12/14/2010. Circuit board data: medela part #9007040a; software version 5.2; manufacturer part # w541; lot code 0301(1). Ac adapter medela part #9207010. Vacuum levels and cycle rates were measured and the following were the results (note: the pump ran for 30 seconds before any measurements were taken): vacuum and cycle specifications for the pump are as follows: the pump functioned properly throughout the experiment. The transformer was in proper working condition. Details of customer issues with the pump: from customer email dated (B)(6) 2011 - I purchased my medela in style advanced breast pump on (B)(6) 2010. From the time I bought my medela breast pump I noticed a clicking sound but, I assumed that was just the quality of the pump. I was, additionally, noticing loss of suction during my pumping sessions and also when I start a pumping session. The major frustration is the loss of suction before I start a pumping session where one of the sides doesn't even move my nipple forward and back. My nipple just doesn't move at all while the other moves. When this occurs I have to turn off the pump and turn it back on many times, unplug and plug back in the tube to the side that has no suction. This has made my pumping sessions longer and has caused, many times, blocked ducts on the sides where I have lost suction due to the pump not properly able to pump all the milk out of my breast during that session. Another problem I noticed was sometimes the strength of the pump would be inconsistent. I would always start my pumping session at the lowest setting then gradually increase the strength. I noticed that the strength would be different at times at the lowest setting. This would cause my breasts to be squeezed too hard and may have also contributed to me getting blocked ducts that eventually led to me getting mastitis. Since purchasing the pump I was exclusively breast pumping only. No feedings at the breast.

Event description:
The customer reported to customer service that she has been having many problems with her breast pump. The pump loses suction in the middle of pumping and makes a clicking noise. The pump has caused blocked ducts and three different infections. She has seen a doctor. She has tried different breast shield sizes and it does not resolve the issue.